Manufacturer narrative:
Approximate age of device ¿ 5 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the silicone coating on the driveline appeared to be flaking off. The patient reportedly uses hospital dressing kit and cleans the driveline with 0.9 normal saline (ns) only. There were no exposed wires noted. No alarms were reported.

Event description:
Additional information was received which indicated no action was taken. The patient is currently at home and will be monitored.

Manufacturer narrative:
Analysis of the submitted photo confirmed damage to the outer silicone jacket of the patient¿s driveline. The silicone jacket appeared to be partially breaking down near the driveline exit site; however, no cuts or tears to the silicone jacket were observed. The underlying bionate and metal braided shield layers were not visible. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The manufacturer is closing the file on this event.